Event description:
The investigation determined that lower than expected vitros sodium (na+) results were obtained from a single level (level 3) of non-vitros biorad lot 45890 control using vitros na+ slide lot 4242-1062-1876 on a vitros 5600 integrated system. Biorad level 3 control results of 142.5, 135.1, 136.5, 140.5 and 144.8 mmol/l vs. The expected result of 160.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros na+ results were obtained from non-patient quality control fluids. There was no reported allegation of patient harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros sodium (na+) results were obtained from a single level (level 3) of non-vitros biorad lot 45890 control using vitros na+ slide lot 4242-1062-1876 on a vitros 5600 integrated system. The assignable cause of the lower than expected biorad l3 control results of 142.5, 135.1 and 136.5 mmol/l is an instrument related performance issue. The results of a diagnostic within-run precision test used to assess instrument performance was outside of acceptable guidelines indicating the vitros 5600 system was not performing as intended. An ortho field engineer performed the service action of replacing the sample metering probe, erf carrier and tubing, and washer cams and making the pm ring stopping, dispense blade stopping, erf to tip locator and sample metering to tip locator adjustments to return the instrument to expected performance. The assignable cause of the lower than expected biorad l3 control results of 140.5 and 144.8 mmol/l is unknown, however, the vitros erf reservoirs in use during the timeframe of the event cannot be ruled out as contributing to the event. Recalibrating with an alternate lot of vitros erf resolved the issue. A vitros na+ slide lot 4242-1062-1876 performance issue did not likely contribute to the event as recalibrating the same slide lot with an alternate lot of vitros erf resolved the issue. An instrument related performance issue did not likely contribute to the event as the issue occurred four days after service actions to the vitros 5600 system returned the instrument to expected performance. Email address for contact office above is (B)(6).